Manufacturer narrative:
We have communicated to our distributors and sales personnel to tell physicians not to instruct their patients to return to the physician to have the catheter(s) removed post surgery.

Event description:
The patient had an arthroscopic surgery performed on the left shoulder in 2006. The alpha 450 infusion pump and alpha cath 4.0 ml/hr firm infusion catheter were used to deliver pain medication post surgery. The patient was discharged the next day and was instructed by her physician to remove the catheter herself, once all the medication was delivered. The following day, the patient tried to remove the catheter and it broke. Four days later, the patient had surgery to remove the remainder of the catheter.